Event description:
It was reported that the patient experienced a perforation from this right ventricular (rv) lead confirmed during x-ray examination. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.